Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) inappropriately delivered a shock due to noise and oversensing. Due to this, the patient fell. While reviewing the system history it was noticed that two years prior the device delivered five shocks during an episode in which it was not clear if whether they were appropriate or not. Further evaluation of the system was discussed. This system remains in service. No further adverse patient effects were reported.

Manufacturer narrative:
Additional information was added to the following fields: b2: outcome attributed to adverse event b5: describe event or problem field h6: device codes. H6: impact codes.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) inappropriately delivered a shock due to noise and oversensing. Due to this, the patient fell. While reviewing the system history it was noticed that two years prior the device delivered five shocks during an episode in which it was not clear if whether they were appropriate or not. Further evaluation of the system was discussed. This system remains in service. No further adverse patient effects were reported. Additional information was received detailing that sense b noise was identified. Additionally, electrode fracture is being suspected. Troubleshooting was performed. This system remains in service. No further adverse patient effects were reported. Additional information was received detailing that the therapy of the patient was turned off. A replacement procedure is being scheduled for the future. At this time, this system remains implanted but out of service. No further adverse patient effects were reported.